Manufacturer narrative:
Implant date: (B)(6) 2021.

Event description:
It was reported that the patient experienced their pre-existing symptoms return due to the superion indirect decompression spacer becoming dislodged. The patient underwent a spacer explant procedure. The spacer will not be retuned as it was disposed of by the medical facility. The device model, serial number and implant date are unable to be obtained despite good faith effort.